Event description:
Information received with return of the device does not address the patient's clinical status but notes that the device failed to pace in the ventricle during the implant procedure.